Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, broken shell and red particles in the shell. A visual and microscopic analysis was performed which identified striated broken on anterior and missing shell on anterior (0-25%). Base on the device analysis the final assessment is: striated broken assessed as surgical damage. Missing shell assessed as inconclusive. Additional, corrected and/or changed data: d.4, d.9, h.3, h.6

Event description:
Physician reported a right side rupture. The device has been explanted.

Manufacturer narrative:
Continued initial reporter (email address): (B)(6). (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported a right side rupture. The device has been explanted.